Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed during which the pressure regulating balloon (prb) was explanted and replaced. Upon explant the physician identified a hole and fluid loss from the prb. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404131, serial number: n/a, batch/lot number: 1100489613, model/catalog description: belt cuff fgs 4.5 cm iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100488678, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4).